Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain.

Event description:
Patient was revised due to pain. Update: (B)(6) 2013 - litigation received (B)(6) 2013 and attached. Complaint changed to legal. Litigation alleges patient had pain, disability, instability of gait causing further injury as result of a fall, and excessive levels of chromium and cobalt after asr hip implant. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013 ¿ plaintiffs preliminary disclosure form was received along with medical records, which indicate that patient was revised to address synovitis, metallosis, swelling, inability to apply weight and no bony ingrowth of the acetabular cup. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, disability, instability of gait causing further injury as result of a fall, and excessive levels of chromium and cobalt after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.